Event description:
As reported via legal documentation this patient had initial right knee arthroplasty on (B)(6) 2014 and then later experienced right knee revision 9 years, 1 month later. Patient revised to competitor¿s devices. Revision operative report of (B)(6) 2023- pre-op diagnosis: failed right total knee replacement. Procedure: 1) revision right total knee arthroplasty (tibial and femoral implants). Patient is morbidly obese with a bmi of 44; this required additional operative time. Intraoperative findings: loose femoral and tibial implants - removed easily with severe bone loss - required femoral and tibial cones. The lateral femoral condyle bone loss was severe - an area of bone along the distal femoral condyle the size of a ping-pong ball was destroyed as a result of polyethylene wear. This appeared to be osteolysis. This required a cone for fixation as well as a cck locking liner. There was extensive soft tissue debris throughout the knee joint consistent with a synovitis from a polyethylene reaction to the tissues. This was tiny, small balls of light brown / white synovium along with a "pseudo-capsule" of dense soft tissue rind. The total amount of soft tissue damage that required resection was enough soft tissue to fill ~ 24 oz can size. Polyethylene - excessive wear was present with signs of oxidation / yellow discoloration, pitting, cracking, and delamination of the poly. Distal femoral bone loss was. This did require a femoral cone. The tibial bone loss was extensive and required placement of a tibial cone. There were no intraoperative complications, patient was stable and transferred to the pacu. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
D10. Concomitants: (B)(6); 02-010-01-0330 - logic femoral ps cem right sz 3/ (B)(6); 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t (B)(6); 200-02-32 - three peg patella 32mm. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Manufacturer narrative:
Recall number: z-0021-2022 1038671-2024-04764, 1038671-2024-04762 this follow-up report is being submitted to relay additional and/or corrected information. D10: concomitants: (B)(6) 02-010-01-0330 - logic femoral ps cem right sz 3. (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6) 200-02-32 - three peg patella 32mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04764, 1038671-2024-04762. The following sections were updated: g1, h6. The following sections were corrected: b2, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.